Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.

Event description:
The event is reported as: complainant reported the following: "when the staff removed the stylette tube and began to ambulate the patient, they realized there was too much resistance. They extubated the patient and found a 2 1/4 inch plastic piece remaining inside the et tube." No patient injury reported.